Manufacturer narrative:
The insulin pump had constant force sensor calibration values corrupted alarms noted due to software error. Analysis was unable to confirm unexpected restart alarms due to force sensor calibration values corrupted alarms. No blank display noted after battery insertion. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that the display returned after inserting a new battery but they received a force sensor calibration values corrupted alarm and unexpected restart alarm. The customer stated that they were unable to clear force sensor calibration values corrupted alarm. The insulin pump will be returned for analysis.